Event description:
It was reported that an ilet user experienced persistent occlusion alerts after resuming insulin delivery following a cartridge change while traveling, with a bloody but painless infusion site; the agent guided a supply change using a new infusion set and related supplies while retaining the same cartridge, and the alert cleared after the change. Customer care provided support that included guided replacement of the infusion set and related supplies. Investigation of this case revealed that the occlusion alert was consistent with an infusion site or tubing issue, and the device functioned as intended once the infusion set and supplies were replaced. No clinical symptoms associated with hyperglycemia. Outcomes included resolution of the occlusion alert after the supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was infusion set or site-related obstruction.